Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "shilly", headache, and dry mouth and was unable to self-treat. Customer had contact with a healthcare professional (hcp) who measured blood glucose with an unspecified result possibly 3.6 (no unit of measure given) but customer wasn't sure, hcp then treated the customer with a glucose infusion (type/dose unspecified) and sugar solution (type/dose unspecified). There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "shilly", headache, and dry mouth and was unable to self-treat. Customer had contact with a healthcare professional (hcp) who measured blood glucose with an unspecified result possibly 3.6 (no unit of measure given) but customer wasn't sure, hcp then treated the customer with a glucose infusion (type/dose unspecified) and sugar solution (type/dose unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is "unknown, in january" prior to the date abbott diabetes care became aware of the event.